Event description:
Customer reported an issue with the dpm 4 monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
The device was evaluated by the manufacturer and were unable to duplicate the device malfunction.

Event description:
Customer reported an issue with the dpm 4 monitor, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Unit is being returned for investigation.